Manufacturer narrative:
A ge service representative performed an on site investigation. Adjustments made to the image intensifier power supply and the camera focus. The image quality was improved and the system was placed back into service.

Event description:
It was reported that the image on the 6600 system would get slightly blurry when you switch from mag mode to normal mode. No patient injury was reported.